Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient¿s nurse described the area as rubbed raw on both sides of the body where the electrodes are by the nipples, raw with friction. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.